Event description:
Home patient (pt) reports leak in pt line tubing of homechoice set, noted after receiving alarm in drain 1/5 during automated peritoneal dialysis treatment. Hp noted pet cat chewed through tubing and has been "exiled" from room. Hp ended treatment and did manual exchanges with assistance from baxter technician. Hp was subequently admitted into hospital on 09/19/99 and was diagnosed with peritonitis. Rn reports hp was treated with 2 gms vancomycin ip, the same dosage which was to be repeated six days later on 09/25/99. Rn reports hp was released from hospital on 09/22/99 and has responded to treatment.